Manufacturer narrative:
The customer contacted a siemens customer care (ccc). The customer stated that prior to calibrating hba1c on march 15, 2017, quality control was showing imprecision. The customer performed calibration and reran quality control, which was acceptable. The customer retrieved the samples that were tested for hba1c on march 15, 2017 and repeated them on the same instrument, resulting different from the initial results. The ccc specialist dialed into the customer's system through remote access and reviewed the instrument data. The ccc specialist stated that there were no errors in the instrument data related to the issue. Upon the ccc specialist's recommendation, the customer performed precision testing, which was out of specification. The customer ran alignments on reagent and sample probes and cleaned the reagent probes with sodium hydroxide solution. The customer performed service method testing and ran calibration and quality control, which were acceptable. However, the precision testing was still out of specification. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the loci reader, sample 1 and reagent 1 and 2 drains, reagent 2 mixer, and sample 1 probe. The cse ran mix alignment for sample 1 and reagent 2 probes and ran quick check, which passed. The cse then ran service method testing to rebuild loci baseline. The customer replaced the reagent 2 probe due to the cycle count and reran mix alignment for reagent 2 probe. Quality control and precision testing were run, which were acceptable. The cause of the discordant hba1c results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant hemoglobin a1c (hba1c) results were obtained on multiple patient samples on a dimension vista 500 instrument. The initial results were reported to the physician(s) for sample ids (B)(6). The samples were repeated on the same instrument, resulting lower for sample ids (B)(6), while higher for sample ID 219299. The corrected results were reported to the physician(s) for sample ids for (B)(6). It is unknown which results were reported for sample ids (B)(6). There are no reports of patient intervention or adverse health consequence due to the discordant hba1c results.